Manufacturer narrative:
The reported complaint of the vcare falling apart was confirmed. The device is not being returned but photographic evidence provided by the reporter confirmed the reported problem. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and both failure modes. A two-year review of complaint history for the failure mode of "pilot balloon is dislodged from lumen during use" pertaining to the balloon, revealed there has been a total of 15 complaints, regarding 16 devices, for this device family and failure mode. During this same time frame 490,264 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003 a two-year review of complaint history for failure mode of "cervical cup does not stay on device" pertaining to the cups, revealed there has been a total of 12 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame 490,264 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. The IFU advises the user to reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. ( there are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon; the forward "cervical" cup; the back or vaginal cup; the locking assembly with thumb screw; the metal shaft and handle with balloon inflation valve.) This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with what was believed to be a vcare, small (32mm) cup, item # 60-6085-200a, lot 201907081 that occurred (B)(6) 2019 during a total laparoscopic hysterectomy procedure at (B)(6) hospital. It was reported only that "vcare fell apart during use." Additional information obtained indicates the surgery was completed by using another vcare. The issue occurred at the end of the procedure and during extraction of the uterus, the green cup came off the handle and shaft. The balloon and cup were fully inserted / secured in place when the issue happened. The green cup was not sutured in place, thumbscrew was tightened, and it is believed that the balloon was still inflated. The uterus was being removed through the vaginal canal while the vcare was still in place. The physician was using the vcare to pull out the uterus and the vcare was pulled out. The green cup was not there. He removed it out of patient. The doctor put all the pieces together on the back table to ensure the vcare was all there and nothing was left in patient. It is noted that the shaft did not break. The v-care green cervical cup and the balloon detached, and it appeared that they slid off the shaft. The cups were not broken apart. It was confirmed there was no injury or impact to the patient and current patient status is reported to be fine. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as no fragments were left.